Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that insulin pump had rewind issue and had battery out limit alarm. Customer's blood glucose level was unknown. Customer also stated that they did the fill tubing, it gets to max fill reached, but no insulin exits out. The device will not be returned for analysis.